Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused lesions on the lungs. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
MDR 2518422-2021-04652 is the original report associated with this device. A duplicate report has been submitted for this device under report this follow-up report is being filed for awareness of this duplicate report. A correction report has been filed for awareness about the duplicate report.